Event description:
Patient's monitor an ltv 950 ventilator alarming, registered nurse responded immediately to bedside. Hr 26, saturation not picking up. Patient removed from ventilator and hand ventilated. Ventilator tubing found filled with water. Patient cyanotic and limp. Chest compressions initiated for 1 to 1 1/2 minutes and heart rate increased to 108. Ltv taken out of service. Upon further inspection of the ltv 950 respirator water feed clamp was found to be open allowing water from bag to flow into circuit. This is normally in closed position.